Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2024-00089 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported before use the bd vacutainer® one use holder product carton box was missing two (2) labels. One was an english barcode label and the other was a label indicating the ref number, lot expiration date, quantity, and barcode. There was no report of user or patient impact.

Event description:
It was reported before use the bd vacutainer® one use holder product carton box was missing two (2) labels. One was an english barcode label and the other was a label indicating the ref number, lot expiration date, quantity, and barcode. There was no report of user or patient impact.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1: initial reporter phone #: (B)(6). H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.